Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 18189971.

Event description:
It was reported that there were multiple contacts on the patients leads that were burned out and were no longer functioning. The patient underwent a revision procedure wherein the leads were replaced and discarded. The patient was doing well postoperatively.